Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53, line number 1253 file number 26, and pump error 4 due to software error. Pump received with scratched case, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer¿s mother reported via phone call that the customer received multiple pump error alarms. At the time of the incident the caller was unsure of her son¿s blood glucose, but stated that it is currently 309 mg/dl and is going to correct with a manual injection. The pump error was making the customer redo the time and date. The customer was assisted with checking the alarm history and confirmed that there were multiple pump error alarms. The customer was trying to rewind and prime the pump. He was just about to fill the cannula when the pump error alarms occurred. The customer was advised to program a normal bolus into the air to determine if the delivery was successful and the bolus amount was recorded in the daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.